Event description:
The customer reported that on (B)(6) 2012 erroneous and/or imprecise thyroid stimulating hormone (tsh), human luteinizing hormone (hlh), follicle-stimulating hormone (hfsh), free total thyroxine (frt4), creatine kinase-mb isoenzyme (ck-mb), cortisol, parathyroid hormone routine mode (pth), testosterone, and/or vitamin b12 results were generated on a unicel dxl800 access immunoassay system for thirty six patients. Beckman coulter inc. Assessment of instrument assay performance data indicated that all three ck-mb quality control (qc) levels were within customer established specifications on the days leading up to, and in the morning of the event. The qc results failed out of range in the afternoon on the day the event. The active ckmb calibration curve was accepted as passing by the customer and had acceptable percent coefficients of variation (%cv). A system check performed after the event failed due to an elevated washed %cv, washed mean and substrate %cv. These performance issues, in part, alerted the customer to the occurrence of this event. Beckman coulter inc. Assessment of customer supplied data indicated that multiple additional patient initial and repeat assay results were provided by the customer, however only thirty six results were found to be erroneous. Upon repeat on another instrument these thirty six initial results were found to be outside of the normal reference range as either erroneously elevated or erroneously low; or collectively were outside of the assays' stated precision. The erroneous/imprecise results were reported outside of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found that the 4 port manifold was clogged. The fse cleaned the manifold. The fse performed a subsequent routine system check which passed within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A blockage in the fluidics 4-port manifold is the cause of this event.